Event description:
It was reported that the customer was hospitalized on (B)(6) 2015 due to bronchitis and nothing related to blood glucose levels. The customer was also hospitalized on (B)(6) 2015 due to low blood glucose levels. The customer explained that prior to the hospitalization, she had fallen on (B)(6) 2015 and had low blood glucose of 44 mg/dl. The customer did not go to the hospital until (B)(6) 2015 due to pain that she experienced from falling. The customer was unaware of the cause of the low blood glucose. The customer acknowledged that she was taking medication for bronchitis at the time of the event as well as botox in the stomach for gastroparesis. The customer also had issues with differences in the sensor glucose and blood glucose readings. The customer had received a sensor glucose reading of 95 mg/dl when her actual blood glucose was 44 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.